Event description:
It was reported that during a hand assisted colectomy procedure, there were 3 devices that were used and when the surgeon clamped down on tissue, they each locked out and would not fire. They converted to an open procedure, and used another device to complete the case.

Manufacturer narrative:
Instrument b: batch # e5rl9w, exp date: 09/2013; mfg date: 10/20/2008. Evaluation summary: the analysis results found that one sc60 device a was returned in good visual condition, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no reload was returned for analysis. The sc60 device b was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The analysis results found that one sc60 device c was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.